Event description:
It was reported that the patient experienced difficulty charging her implanted battery since a non-device related weight loss of 85 pounds over a few months. Pocket assessment showed the ipg was close to the skin surface and moved a lot; but x-ray imaging verified the ipg was not flipped. Patient continued to have difficulty charging the implanted battery despite trying a different charger and database analysis showed the ipg was functioning normally. Patient then underwent a revision procedure to move the pocket site. Patient is doing well post-operatively.